Event description:
Patient was having a upper extremity venogram and dvt thrombolysis. The patient was found to have a high grade stenosis and the mustang pta balloon plasty was performed, but the balloon ruptured. The balloon was removed and there was no harm to the patient.